Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 50 mg/dl. Customer's blood glucose at the time of the call was 270 mg/dl. The customer indicated that when the set was removed she noticed a bent cannula. Customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer indicated that their bolus settings are unknown. The pump passed the high pressure test. Troubleshooting assisted customer with fixing the fill cannula.